Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported that the device failed the volume test. Device's value was too high (21.67ml), additionally the device was observed to have a scratched lens. The event occurred during testing, no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed, and a scratched lcd lens. Review of the device's event history log is not applicable. To conduct functional testing accuracy testing was performed. Upon testing, the reported problem was duplicated. It was determined that the expulsor was out of specification and the root cause of the reported problem. The expulsor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.